Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th feb 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-1380p, peek interference screw, sheathed, 8 x 23 mm, its anchor was pulled out and could not be set successfully. This was detected during a reconstruction of anterior cruciate ligament surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1380p. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. - one unpackaged ar-1380p, peek interference screw, sheathed, 8 x 23 mm, batch: 15218756, was received for investigation. - functional testing could not be performed due to the damage to the device. - upon visual evaluation, the screws threads are damaged throughout the device. - the method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. - the most likely cause can be attributed to misuse due to improper bone preparation, misaligned insertion, or prying/leveraging the screw during insertion.